Manufacturer narrative:
(B)(4). The analysis results showed that the reload was received in good visual condition and fully loaded with staples; the washer was uncut, the drivers and knife were recessed below the cartridge deck. The reload was tested for functionality with a test instrument and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, on the first firing, there were irregular staples along the staple line. Over suture was done to protect inconsistent staple line. No patient consequences reported.

Manufacturer narrative:
(B)(4).